Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic and upon interrogation of the device, high out of range pacing impedance was observed on the left ventricular lead. Programming changes were made. The patient was in stable condition before, during and after the interrogation and reprogramming. The patient had no complaints and did not report any symptoms of any kind.